Event description:
Plaintiff reports initial bilateral implantation of the right implant 11/4/81. Plantiff alleges "... Injuries as a result of ... Implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone."